Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1114 mayfield infinity skull clamp does not lock. There was no known patient injury or delay in surgery.

Manufacturer narrative:
UDI #(B)(4). The device was returned for evaluation. The index knob would not go into the locked position. The unit needed new components added to replace worn internal parts. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a